Event description:
It was reported an error occurred during startup. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error; hard drive reconfigured and software reloaded and updated to resolve issue. Analysis found the programmer emitted three short beeps during testing and the stylus was not working; xy printed circuit board assembly found out of electrical specification. (B)(4).